Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure for an esophageal tumor, performed on (B)(6), 2010. According to the complainant, the stent system was passed over the guidewire and through the stricture successfully. When the stent was deployed approximately 90%, the deployment suture became stuck and would not release. The physician stated that as the nurse was attempting to pull the suture to release the stent, it was pulling the whole system up. The physician used grasping forceps to pull the stent and delivery system out of the patient. As the stent and delivery system passed through the mouth, they cut the suture to aid in retrieval of the system. The procedure was not completed as another stent was not available. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010: the physician believes the deployment problem was the result of the deployment suture getting caught on the delivery device in some way. When the physician attempted to remove the device, it stopped at around 20 cm and grasping forceps were necessary to complete the removal. The physician believes that this resistance was caused by the tumor, as it caused the patient pain when they tried to remove the delivery system. It was added that there was no damage to the delivery system, and that the anatomy was not tortuous. A competitor¿s stent was successfully placed at a later date.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure for an esophageal tumor, performed on (B)(6) 2010. According to the complainant, the stent system was passed over the guidewire and through the stricture successfully. When the stent was deployed approximately 90%, the deployment suture became stuck and would not release. The physician stated that as the nurse was attempting to pull the suture to release the stent, it was pulling the whole system up. The physician used grasping forceps to pull the stent and delivery system out of the patient. As the stent and delivery system passed through the mouth, they cut the suture to aid in retrieval of the system. The procedure was not completed as another stent was not available. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Pt: unknown; however over 18 years old.(B)(4)- no code availaible (medical intervention required).(B)(4) - no code available (stent, partially deployed).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Medical intervention required. Stent, partially deployed. A visual examination of the returned stent found that it was fully deployed and expanded; no anomalies or deformities were noted. Furthermore, the delivery system was returned with no visible issues (with the exception of the severed suture thread, which the complainant reported was cut in order to remove the device from the patient). The condition of the returned device could not identify any issues which would have contributed to the reported incident. Based on the condition of the returned device, the most probable cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.